Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a reinsertion of the pectoralis major tendon surgery the threads of ar-1915snf-1 broke during suturing. Surgeon wanted to use corkscrew 3.5mm open needle anchors. One of the three anchors of this size placed broke during insertion between the body of the screw and the eyelet for passing the threads. With one other the two threads broke when tightening the knots. Then the surgeon took the corkscrew 5.5 with reinforced threads but at the first, the support screwdriver broke before the screw was completely inserted. Surgeon tried to screw it in despite of everything but without success and the two threads were very damaged. Only the metal core remained. Surgeon finished the surgery with removing it to drill at 4.5mm before inserting a new screwed anchor. In the end, there are four anchors in the patient´s humerus, two of them are unnecessary.